Event description:
The device was implanted in 1999. Reportedly, the cage slipped laterally. The surgeon performed a re-operation in 2000 to remove the device. The hosp has reported the pt's condition is satisfactory.